Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
The meter is providing very high results of 475 and had to call 911, and when they were the paramedics had glucose in 320. Test with the control solution which expires on 8/31/2016 patient alleges results are 1 of 186-252 244 which are within the parameters level so that the strips are in good operation. You are prompted date of expiry of the strips provides 9/30/2015. Patient concerns team not suffered falls and I make changing the battery. Asked if he has been patient lab test alleges that if and the results was 140 in fast. No further information was provided.